Event description:
Additional information was received from the physician that the patient has not swiped the magnet across the generator since (B)(6) 2013 because patient did not want to use it. There were no known events that could have contributed to physical shock, trauma, or vibration to the vns device around (B)(6) 2013. Per the physician, it is not clear that the magnet swipe was successful in aborting patient's seizure. When patient was first implanted, magnet swipe seemed to shorten clusters.

Event description:
The patient's generator was replaced prophylactically on (B)(6) 2016. The product was received an analysis was performed. The pulse generator diagnostics were as expected for the programmed parameters. Magnet current would not activate at the beginning or end of the output monitoring test. The comprehensive automated electrical test results showed that the pulse generator performed according to functional specifications, with the exception of magnet detection normal, magnet response, and device reset tests (reed switch (s1) related tests). Review of the data downloaded from the pulse generator shows 2162 (diagmagnetcounts) recorded magnet swipes. In addition, no magnet activations have been recorded to the "diagmagnethistory" since (B)(6) 2013. The "as received" parameters were programmed into the pulse generator. A magnet (cyberonics pager style) was applied to the pulse generator at a distance of one inch (spacer block) and then zero inches. The output current (11.25v (observed from an oscilloscope)) would not cease, nor would magnet current activate, when the magnet (cyberonics pager style) was applied to the pulse generator at a distance of one inch (spacer block) or zero inches. The pulse generator was opened. With the pulse generator case removed and the battery still attached to the pcba, the battery measured 2.789 volts, an ifi condition. Component s1 on the pcba was substituted with an external bench reed switch. The pulse generator module was subjected to a post burn-in electrical test, whereby the module failed for a measured capacitor c4, value. The measured capacitor value was 8.089 uf. All other electrical parameters were within specification. The external bench reed switch was removed from the pcba. The plastic housing over the reed switch (s1) was removed. Visual examination of the reed switch showed no visual anomalies (i.e. Cracks in the glass or solder connections). The lot number for the component s1 was l20313-l20315-1202, per the device history record (DHR). No notation of inadequate packaging (as received) is recorded in this issue file. A review of device history records for the generator and lead shows that no unresolved non-conformances were found. The reed switches were sent to the manufacturer where it was determined the component failures on pulse generators can occur due to physical shock, trauma, or vibration. The diagpeakmagnetcurrent is 3 ma, which means that the last delivered magnet output current is 3.0 ma. This confirms that the magnet activation and the reed switch was functional during until (B)(6) 2013. Additional relevant information has not been received.